Event description:
Customer reported that insulin gauge displayed an amount different than expected over the past two months. There was no adverse impact to the customer's blood glucose level. Customer continued using the cartridge until it ran out and asked for an email with links to cartridge load resources. Cts instructed the customer to call back for troubleshooting if the issue recurs, and the customer acknowledged the resolution.